Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract and the measured full helix extension length was within specification. Visual and x-ray examination of the lead did not reveal any anomalies to the lead body with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, it was noted that there was high pacing impedance, decreased r-wave amplitudes, and twisted and dented insulation on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable before, during, and after the procedure.